Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient suffered a mi one day prior to death.

Event description:
Two endeavor sprint stents were implanted in the rca. Approximately 50 months post the index procedure the patient suffered cardiogenic shock and the patient expired the following day due to cardiopulmonary arrest .the investigator has assessed that the death was probably related to the study device.

Manufacturer narrative:
Results: death. Conclusions: death. (B)(4).

Event description:
Patient suffered cardiopulmonary arrest one day prior to death and was treated with medication and hospitalization. Investigator assessed the event to be probably related to the study device.